Manufacturer narrative:
Philips service replaced the power supply and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a total failure, no power due to defective power supply on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.